Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Company representative reported on behalf of a physician who noted a patient was injected with two syringes of juvéderm voluma® xc in the cheeks. Approximately four months later, the patient started experiencing "inflammation and puffiness." The patient also reported they "can feel a hard ball in the gums" when they put their finger in their mouth. The patient had an MRI stating there is "a probable cause of infectious process due to injected material." The patient is experiencing these issues on both cheeks, but "more so on the left." The patient has received three separate injections of rocephin. The patient was also prescribed a medrol dosepak. The symptoms are currently ongoing. The patient was concomitantly injected with one syringe of juvéderm® ultra plus xc in the nasolabial folds. Further follow up with the injector revealed that the symptoms began 4 months after injection. The patient had a wound culture, results were negative. The patient underwent 3 IV treatments with rocephin and medrol dosepak. The patient's cbc (complete blood count) was normal and an MRI showed nonspecific swelling. The patient was concomitantly injected with 3 syringes of juvéderm® ultra plus xc. Symptoms completely resolved approximately 18 days after they began. This is the same event and the same patient reported under MDR ID #3005113652-2016-00458 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "inflammation and puffiness," "hard ball in the gums," and "probable cause of infectious process" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Company representative reported on behalf of a physician who noted a patient was injected with two syringes of juvéderm voluma® xc in the cheeks. Approximately four months later, the patient started experiencing "inflammation and puffiness." The patient also reported they "can feel a hard ball in the gums" when they put their finger in their mouth. The patient had an MRI stating there is "a probable cause of infectious process due to injected material." The patient is experiencing these issues on both cheeks, but "more so on the left." The patient has received three separate injections of rocephin. The patient was also prescribed a medrol dosepak. The symptoms are currently ongoing. The patient was concomitantly injected with one syringe of juvéderm® ultra plus xc in the nasolabial folds. Further follow up with the injector revealed that the symptoms began 4 months after injection. The patient had a wound culture, results were negative. The patient underwent 3 IV treatments with rocephin and medrol dosepak. The patient's cbc (complete blood count) was normal and an MRI showed nonspecific swelling. The patient was concomitantly injected with 3 syringes of juvéderm® ultra plus xc. Symptoms completely resolved approximately 18 days after they began. This is the same event and the same patient reported under MDR ID #3005113652-2016-00458 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc.